Event description:
It was reported that the insulin pump had an unresponsive keypad and physical damage. There were cracks along the battery compartment. The blood glucose reading was over 400 mg/dl. The high blood glucose readings were treated with the insulin pump. The customer's current blood glucose was 122 mg/dl. Advised to run a manual prime and insulin did exit. The history showed that it had a bad battery alarm. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.